Manufacturer narrative:
This is follow-up report being submitted with associated MFR# 2954740-2017-00086 and 3008264254-2017-00045. The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This is initial MDR report being submitted with associated MFR# 2954740-2017-00086 and 3008264254-2017-00045. Additional procode: krd, (B)(4), manufacturing date currently not available. The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that resistance was experienced when a micrusframe coil was used and the coil separated in patient. The procedure was stent-assisted coil embolization for treatment of an 9 mm internal carotid artery aneurysm. The patient had very tortuous vessels. A 3 mm enterprise stent (lot unknown) was placed across the neck of the aneurysm. The physician then tried to advance a prowler lpes 150 cm, however due to tortuosity the catheter would not cross the stent into the aneurysm. It was then decided to use a prowler14 170 cm catheter which successfully entered the aneurysm. Then a micrusframe 8 x 29 cm coil was used which was deploying well until it was hubbed. The coil was partially deployed in the aneurysm when the coil could not be advanced any further, 3 cm was left inside the catheter. When an attempt was made to remove the coil, the coil got stuck. As the physician pulled the coil, back half of the coil became lodged behind the stent and the other half stretched inside the ica down to the femoral and broke into 2 separate pieces. It was reported that the first two loops got lodged behind the stent. It was reported that the surgery was delayed by 30 minutes due to the attempts to remove the broken coil. The separated coil pieces were not retrieved from the patient. The procedure was ended; the patient will be brought back to access and coil at a later date. The complaint devices are not available for return.

Manufacturer narrative:
This is final MDR report being submitted with associated MFR# 2954740-2017-00086 and 3008264254-2017-00045. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.impeded, separated and unraveled/stretched are all known potential product failures associated with the use of the codman microcoils devices. Surgical delays associated with product malfunctions are a well-known potential adverse event associated with all interventional procedures. The codman microcoil IFU includes warnings and instructions for use to trouble shoot these various situations. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that device interaction, device manipulation and target site anatomy may have contributed to the reported events. No further actions are required at this time.